Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. As received, the belt failed incoming ECG fall-off testing. Upon evaluation, the cable connecting the front therapy electrode (te) cable and the distribution node (dn) was pulled from the dn, damaging the j703 connctor on the pca board. The cause of the incoming test failure is the damaged cable and connector. The root cause of the damaged cable and connector is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it was unable to complete testing.